Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Suggested component code: mechanical (g04) ¿ stem. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha with unknown products was performed. The patient was revised due to pain, metallosis, and pseudotumor. Staining was noted throughout the soft tissues. The trunnion was free of damage and both the stem and cup were well fixed. The head was explanted, and a dual mobility bearing was placed. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal the patient had an initial left total hip arthroplasty. Subsequently, the patient was revised due to pain and pseudotumor. During the revision staining was noted throughout the lateral soft tissue consistent with persistent metal debris and small amount of dark fluid was encountered through a capsular defect. The acetabular and femoral components were noted to be well fixed without significant damage. The head was replaced without complications.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Unknown head unknown . Proposed component code: mechanical (g04)- stem. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.